Event description:
Rptr had breast implants replaced three times and had 4 breast surgeries including the first implant surgery. Rptr c/o blood pressure problems, peripheral neuropathy, demyelinating neuropathy, bilateral carpal tunnel syndrome, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, beginning organic brain syndrome, elevated cholesterol or triglicerides chronic pain and discoloration of extremities (red or blue), heat or cold sensitivity, raynaud's disease, frequent low grade fever, chronic diarrhea and/or constipation, irritable bowel syndrome, hysterectomy, frequent migraines/severe headaches (sinus), hypersensitivity or allergies to: chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, joints inflammation, swelling, pain/arthralgia and rheumatoid arthritis, persistent joint stiffness, chronic swollen lymph nodes under arms, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, unexplained skin rashes, sun sensitivity, unexplained severe itching, chronic insomnia, chronic fatigue syndrome, long-term extreme fatigue, granulomas or siliconomas, clumsiness/drops things and misjudges distance/runs into objects. Rptr had a hematoma and numbness (nipple or breast) in the surgical area, she had a capsular contracture and one open capsulotomy. (*) (also see 1008144, 1008146)